Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Although requested, the customer declined troubleshooting. Additionally, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Pump supplies were changed to address the issues. Customer¿s blood glucose level was 217mg/dl.